Event description:
It was reported that there was loss of light.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: loss of light. Probable root cause: light engine malfunction . Main board, receptacle board, or front board malfunction. Damaged or missing esst spring. Incorrect/no communication with 1688. Overheating. Power supply malfunction. Software malfunction. Hf/rf interference. The reported failure mode will be monitored for future reoccurrence.